Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient's stimulation changed subsequent to being involved in an automobile accident. The sjm representative met with the patient and reprogramming was unsuccessful. X-rays were taken and indicated the lead had migrated. The next course of action is undetermined at this time.